Event description:
The customer contact reported air in the tubing set. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of lactated ringer's solution via gravity. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of ancef. The customer contact reported that the proximal clave y-site was primed prior to connecting the secondary tubing set. It was reported that after the delivery of ancef was started, "1-3 centimeters blocks" of air were noted "intermittently" in the tubing set, distal to the proximal clave y-site. It was reported that a syringe was connected to the distal clave y-site of the primary tubing set and the air was removed. No air was delivered to the pt. The tubing sets remained in clinical use and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.